Manufacturer narrative:
No bends or kinks were observed in the exposed portion of the soft cannula. The fluid path was tested for leaks. No leaks were found.

Event description:
It was reported that the patient was hospitalised with diabetic ketoacidosis on (B)(6)2026. The patient¿s blood glucose levels rose to 400 mg/dl while wearing the pod between 36 and 48 hours. The patient reported that when they were at the hospital, they noticed that the pod was leaking insulin and when the pod was removed the cannula appeared to be bent. Reported symptoms include nausea and vomiting. The patient was treated with intravenous fluids and an unspecified nausea medication. The patient was discharged the next day on (B)(6)2026.

Manufacturer narrative:
The device has been returned however our investigation is still ongoing. When the investigation is concluded, a supplemental report will be submitted with the results. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. We are unable to confirm or determine the root cause of the reported dislodged cannula. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: phone_control_ios omnipod software app version: 2.1.0 operating system: 26.2 hardware: iphone17.1 cgm sensor type: data not available please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.